Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they got missing segment in the reservoir. The customer¿s blood glucose level was 173mg/dl at the time of incident. Troubleshooting was performed. The product will be returned for the analysis.

Manufacturer narrative:
Device passed displacement test and self test. Hardware low level failures alarm (variable info=3) confirmed in the pump history due to broken trace on keypad assembly. Device also received with some minor scratched around casing.